Manufacturer narrative:
The field service engineer found a contamination of kcl line and a possible issue with the electrode solution. He cleaned the ise fluidic path, flushed the ise vacuum, replaced the electrodes, replaced the ise sipper, and conditioned the ise fluidic path. He ran ise checks, calibration, qc, and precision testing with no issues. The investigation determined the service actions resolved the issue. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results for two patient samples from the cobas 6000 c501 module. Patient 1 initial sodium result was 158 mmol/l and the repeat result was 136 mmol/l. Patient 2 initial sodium result was 152 mmol/l and the repeat result was 138 mmol/l. The customer declined to provide information regarding if any questionable results were reported outside of the laboratory. The sodium electrode lot number was f81 with an expiration date of 16-nov-2021.